Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
It was reported that patient's right hip was revised after patient complaint of pain. Rep reported the stem was found to be loose and sitting low in the femur. The stem, head, liner were explanted. A stryker liner and competitor head and stem were implanted.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The loosening and subsidence were confirmed after review by a clinical consultant. Method & results: product evaluation and results: not performed as the device was not returned medical records received and evaluation: the medical information was reviewed by a clinical consultant who provided the following comment: there is one ap x-ray post event to confirm the loose stem with subsidence. There are however no clues to the cause of failure. The stem does not appear to be undersized while component position, especially the cup, appears quite adequate. As such can this case not be solved with the current information but requires more info to solve. Product history review: a review of the manufacturing records showed that all devices in the lot were accepted into stock with no relevant reported discrepancies. Complaint history review: there were no similar events for the lot reported. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised after patient complaint of pain. Rep reported the stem was found to be loose and sitting low in the femur. The stem, head, liner were explanted. A stryker liner and competitor head and stem were implanted.